Event description:
Event description guidant received information that this implantable left ventricular lead dislodged approximately three weeks post implant. This dislodgement resulted in diaphragmatic stimulation and loss of lv capture. The physician attempted to reposition the lead for three hours, but this lead tip eventually clotted at the distal tip. This clot would not allow passage of a guidewire. The physician elected to remove and replace this lead with a similar lead. No additional patient complications have been reported.